Event description:
International affiliate reports the valve functioned properly following implantation. However, after 48 hours, the valve was reprogrammed but the pt did not experience a recovery. The valve was explanted and replaced.